Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was in the right coronary artery (rca). The physician did not predilate the lesion and attempted to advance the 3.0x16mm taxus express2 drug eluting stent (des), but was unable to cross the target lesion. The proximal edge of the stent was noted to be frayed. The physician then dilated the target lesion with balloon of unk type. The procedure was completed using two other 3.0x16mm taxus express2 des. There were not pt complications reported with the pt's current condition listed as "ok."

Manufacturer narrative:
.